Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: d3, b4, b5, g4, g7, h10 event description: during a tha surgery, while implanting an avenir size 2 stem the femur fractured. The surgeon removed the stem to stabilize the fracture and inserted a longer cemented stem. Review of received data: - no medical data relevant to the case has been received. - due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: during a tha surgery, while implanting an avenir size 2 stem the femur fractured. The surgeon removed the stem to stabilize the fracture and inserted a longer cemented stem. Neither x-rays, operative notes nor the device or photos of the device were received. Patient factors that may have affected the performance of the component such as bone quality and anatomy of the femur are unknown. Based on the missing medical records the reported event cannot be confirmed. The complained device was not returned; therefore, visual and dimensional evaluation could not be performed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the significant lack of information, we were neither able to confirm nor to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp(B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
During total hip arthroplasty, when implanting the avenir stem the patient's femur got fractured. The surgeon attempted to remove and replace the stem with two avenir extractors but the attempt was failed which caused a surgical delay of 1 hour.